Event description:
It was reported that while the stimulation was turned off the patient reported no stimulation sensation. The reporter stated ¿it looks like its charging the stimulator but it¿s actually not.¿ the reporter stated ¿right now my device is not working at all, and ever since I woke up this morning I wasn¿t feeling stimulation.¿ it was noted that the patient could not alter stimulation and that nothing worked. It was noted that the patient did not have the equipment to troubleshoot and just wanted to speak to a manufacturing representative.

Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type: recharger; product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).